Event description:
A (B)(6) old male pt called zoll customer support to report that one of his battery packs was not charging. The pt was issued a replacement battery pack.

Manufacturer narrative:
Device evaluation summary: device evaluation of battery pack (B)(4) has been completed. The reported problem (battery not charging) was confirmed. Upon investigation the battery was unable to recharge or power up a monitor. The cause for the failure was isolated to an excessively discharged battery cell. One of the battery cells was drained to 0.572 volts. The root cause for the discharged cell could not be positively identified. No adverse event resulted form the defective battery pack. The pt received a replacement battery pack.